Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products: 02-010-01-0220, sn: (B)(4), logic femoral ps cem left sz 2. 02-012-42-2008, sn: (B)(4), logic pts, size 2, 8mm. 02-012-45-2020, sn: (B)(4), lgc tibial fit tray cem sz 2f / 2t. 200-02-32, sn: (B)(4), three peg patella 32mm. Recall: z-2112 thru 2133-2021.

Event description:
It was reported that a female patient who had initial left knee replacement on (B)(6) 2014 with a recalled device, and had a left femur fracture while walking with no trauma indicated on (B)(6) 2014, underwent revision with femoral rod removal approximately 2 years 11 months post the initial implant procedure. No further information reported. The devices will not be returned due to it being a legal case. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
H7: z-0021-2022.